Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x20mm synergy¿ drug-eluting stent was selected to treat the lesion. After unpacking, it was noticed that a portion of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 20mm stent delivery system (sds) was returned for analysis sealed within an unopened inner sterile packaging pouch. Tear in outer foil packaging, it had been opened. Inner sterile packaging was within the opened foil packaging. The inner sterile packaging was sealed and unopened. During analysis, the inner sterile packaging was opened and the device was removed from the package and from the protective tubing hoop and the device was inspected. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x20mm synergy¿ drug-eluting stent was selected to treat the lesion. After unpacking, it was noticed that a portion of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.